Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially retracted and tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. The reported dislodgement was unable to be confirmed through laboratory testing, the lead tip and helix appeared to remain intact.

Event description:
It was reported that this right atrial (ra) lead had dislodged. The patient had previously experienced lightheadedness when walking due to their heart rate not increasing. Troubleshooting had found intermittent ra capture. Thresholds were reprogrammed with no further issues noted. This lead was subsequently explanted and replaced due to dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead had dislodged. The patient had previously experienced lightheadedness when walking due to their heart rate not increasing. Troubleshooting had found intermittent ra capture. Thresholds were reprogrammed with no further issues noted. This lead was subsequently explanted and replaced due to dislodgement. No additional adverse patient effects were reported.